Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two weeks from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn:m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was non-functional due to having difficulty charging. It was also noted that patient was only somewhat receiving adequate pain relief despite of program optimization. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. No further information was obtained despite good faith efforts.